Event description:
Additional information was received that the explanted lead and generator were discarded after surgery and would not be returned for product analysis.

Event description:
Additional information was received that the patient's lead and generator were replaced due to high impedance. The explanted products have not been received by the manufacturer to date.

Event description:
X-rays were received and reviewed by the manufacturer. Based on the images provided, no obvious source of the high impedance condition was identified. Although no gross lead fracture can be observed, a micro-fracture in the lead cannot be ruled out. A portion of the lead is possibly behind the generator and cannot be visualized, therefore a lead fracture in that portion of the lead cannot be ruled out.

Event description:
It was reported that a patient had high impedance identified on a system diagnostic test. The patient stated that she had not been perceiving stimulation for a few months prior to observation of the high impedance. X-rays were reportedly taken by the facility, but have not been reviewed by the manufacturer to date. No further relevant information has been received to date.

Event description:
Additional information was received that the physician reviewed x-rays of the patient which showed no lead break or disconnection. The x-rays have not been reviewed by the manufacturer to date.